Manufacturer narrative:
The lead was repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting a loss of capture at maximum outputs. Other measurements were within a normal range. An x-ray was performed, however was not clear enough to provide a conclusion. An elected lead revision was performed which found the lead moved and had partially perforated the rv apex. Lead was pulled back and repositioned on the rv septum. There were no adverse patient effects reported.